Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow control valve and solenoid were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit gave high positive end expiratory pressure during a case. No reported patient injury.